Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster 3.0 x 16 stent is being filed under a separate medwatch MFR number. The device was not returned for analysis. The reported perforation is a known adverse event listed in the voyager nc instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the obtuse marginal for treatment of restenosis of an unspecified stent, an attempt was made to advance a cutting balloon, but the device could not cross the lesion. A voyager nc dilatation catheter was advanced and successfully performed dilatation; however, a perforation occurred at the distal edge of the stent. A 3.0 x 16 graftmaster stent graft was advanced for treatment of the perforation, but the delivery system could not cross. The device was removed from the anatomy and a 3.0 x 12 graftmaster stent graft was advanced and deployed for successful treatment of the perforation. There was no adverse patient sequela and the patient was discharged two days post procedure. No additional information was provided.